Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 500cc breast implant and experienced infection and deflation on the right side. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 500cc, catalog number 3502500, serial number (B)(4), lot number 7614824 on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: the analysis results show that the device appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).